Event description:
Additional information was received from the physician noting that they assessed the increase in seizures is due to both vns stimulation and external factors not relating to vns. It was also noted that the seizure frequency is back to pre-vns levels no other relevant information has been received to date.

Manufacturer narrative:
B6. Relevant tests/laboratory data; corrected data; initial MDR inadvertently omitted known data prior to submission.

Event description:
Implant card was received reporting that the patient had their generator replaced. The suspect device has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is having an increased frequency in seizures. It was also noted that there are concerns of the device not sensing the seizures and not providing autosim therapy to the patient. Patient is referred for replacement surgery. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional tablet data was provided for review. No other relevant information has been received to date.